Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd neoflon¿ pro safety arterial cannula hub separated from the catheter. The following information was provided by the initial reporter: "while using neflon pro stylet is getting separated from the catheter".

Event description:
It was reported that the bd neoflon¿ pro safety arterial cannula hub separated from the catheter. The following information was provided by the initial reporter: "while using neflon pro stylet is getting separated from the catheter".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.